Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted during the patient coding on the cath lab table. The cvicu nurse stated there was a sensor failure after the patient arrived to cvicu. There was no pressure tubing connected to the central lumen of the iab. They did have a line in the rfa connected to a pressure transducer. It was going through a monitoring system to the bedside monitor and then interfaced to the iab from the bedside monitor. It was explained that the instructions for use recommends the pressure to come from the pressure bag connected to the iab and then followed by radial artery pressure if possible and that the iab needs to have an arterial waveform to update timing and that if all they had was the femoral then that would be better than no aortic pressure. It was thought the catheter may have failed in association with the patient being defibrillated over 20 times. The catheter was troubleshooted without successfully being able to get it to work. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon but it was not a maquet product. The extension tubing was also returned. Two kinks were found on the catheter tubing approximately 61.2cm and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported alarm, sensor failure. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted during the patient coding on the cath lab table. The cvicu nurse stated there was a sensor failure after the patient arrived to cvicu. There was no pressure tubing connected to the central lumen of the iab. They did have a line in the rfa connected to a pressure transducer. It was going through a monitoring system to the bedside monitor and then interfaced to the iab from the bedside monitor. It was explained that the instructions for use recommends the pressure to come from the pressure bag connected to the iab and then followed by radial artery pressure if possible and that the iab needs to have an arterial waveform to update timing and that if all they had was the femoral then that would be better than no aortic pressure. It was thought the catheter may have failed in association with the patient being defibrillated over 20 times. The catheter was troubleshooted without successfully being able to get it to work. There was no reported injury to the patient.